Manufacturer narrative:
Device history review. Device met pre-release specs.

Event description:
The pt called gore and reported the following: 'the gore (lot # 03826969) was implanted in 2007 during repair of an umbilical hernia. Infection developed. The device was explanted approx six months later, and the hernia was successfully repaired without any patch.' The pt also stated that a fistula developed as a result of the infection.